Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented in clinic for follow-up. It was noted that the right atrial lead exhibited noise oversensing which led to several inappropriate mode switch and noise reversion episodes. The patient was not symptomatic due to the malfunction. The lead could not be reprogrammed since the noise amplitude was high. The lead was explanted and replaced with a competitor lead. The patient was stable throughout the procedure.